Event description:
The customer reported damage to the pump housing and the area surrounding the usb port but noted that the damage did not prevent charging the pump. Despite this, the customer was unable to confirm whether the screws held the plastic piece securely, indicating potential water intrusion issues. Consequently, tandem technical support decided to replace the pump and instructed the customer on the return process, ensuring they knew how to set the pump into storage mode and required a return within ten days to avoid charges. The customer was also informed about transferring settings to the replacement pump and connecting their continuous glucose monitor. There was no adverse impact on the customer's blood glucose level.